Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a clouded display screen, which prevented the customer from seeing the numbers. The blood glucose reading was 210 mg/dl. The customer's wife did not know how the damage had occurred. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected off no power or low battery alarms, or blank display was noted. The pump had minor scratches on the lcd window, and a cracked reservoir tube lip.